Event description:
It was reported that the user observed rust developing in the belt clip ports of the ilet and a large scratch across the device screen, while device functionality remained normal. Symptoms included no adverse health effects. Outcomes included no impact on therapy and no medical intervention or hospitalization. Investigation included a review of user feedback and photographs, and internal assessment of wear-related factors. Investigation of this case revealed evidence consistent with cosmetic and external component wear, likely due to repeated clip insertion and exposure to perspiration, with no malfunction of the device¿s core functions. It was concluded, based on previously established findings for similar reports, that the cause was normal wear and environmental exposure leading to cosmetic damage without performance degradation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.